Event description:
Additional information received reports that patient underwent surgical intervention on 28mar2022 in which their leads were explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. Further information was requested but not received. Event date is estimated.

Event description:
Related manufacturer report number: 3006705815-2022-01343. It was reported the patient is not receiving effective therapy due to high impedances. The patient was reprogrammed. Surgical intervention may be pending to address the issue.